Event description:
Procedure: urogynecological. The pt's attorney alleged a deficiency against the device.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
The preoperative and postoperative diagnosis was vaginal prolapse with hypermobile urethra, cystocele grade iii, rectocele grade iii, enterocele grade iii, genuine urinary stress incontinence, and scarred urethra. The procedure performed was an anterior colporrhaphy with polypropylene graft, enterocele repair with polypropylene graft, posterior colpoperineorrhaphy with polypropylene graft, sacrospinous ligament fixation, urethrolysis, urethropexy with march tension free graft using transobturator approach and cystoscopy.